Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 120 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.